Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg. The ipg was interrogated by the bsn representative, however, ipg was unable to connect as it was in hibernation. It was also noted that the ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.